Event description:
It was reported that no audio output occurred. On the evening of 09/14/2023, the patient was feeling "weird" (could not explain the feeling but mentioned that she thinks she was low). She checked the cgm and it was showing low then she checked her bg readings and it was 56 mg/dl. She drank a cup and a half of orange juice to increase the cgm readings had a seizure and lost consciousness. Per the patient, she did not receive any audio alert that she was low. Her granddaughter saw her and called emergency medical services (ems). When paramedics arrived, they checked her bg readings and readings went up to 120 mg/dl. They waited for the patient to regain consciousness and did not provide any medication. When the patient woke up, she refused to be taken to the hospital since her readings went back to normal. The paramedics left after the incident and at the time of the report, the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.